Event description:
A complaint was received via e-mail. An error stated "the app beeps regularly telling them to open the app " was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system. As a result, the customer was unable to monitor glucose with sensor readings and experienced seizure, requiring ambulance to transport them to a hospital for unspecified treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for application issues. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.